Event description:
On (B)(6) 2013, the customer reported that this lead exhibited low out of range pacing impedance (<200 ohms per customer), high thresholds and oversensing. The lead was surgically abandoned (capped) and a new lead implanted without issue. There were no additional adverse patient effects reported. The lead was actively implanted for approximately 11 years, 9 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.